Manufacturer narrative:
Event year is reported as 2019; however exact date of postoperative plate breakage, non-union and infection development is unknown. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) revision procedure of distal humerus on (B)(6) 2019 due to broken plate, and non-union. Non-union was developed potentially due to infection. Hardware was removed and new construct was implanted. Initial implant date is reported as (B)(6) 2019. This complaint involves total twenty (20) devices. This complaint (B)(4) captures 10 devices and related complaint (B)(4) captures remaining 10 devices. This report is for one (1) 2.7 mm va locking screw 14 mm. This is report 2 of 10 for complaint (B)(4).